Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter when compared to laboratory results using an unknown method. The meter serial number was not provided. The meter result, by capillary blood, was 3.0 inr and the laboratory results, by venous blood, were 2.13 inr, 2.17 inr, and 2.2 inr. The patients therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. A routine retention testing process has been implemented during which all test strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. If a failing result is observed during testing, appropriate actions are taken. Results of the most recent retention testing were inconspicuous. No error messages occurred. A maximum difference of 0.2 inr between retention samples and master lot for inr values = 2.0 inr, and 10% for inr values = 2.0 inr was obtained.

Manufacturer narrative:
A correction to previous statement, the discrepant results comparison was between a coaguchek in range meter, serial number (B)(4), to laboratory results using an unknown method. The customer did not return any materials for investigation. The patient has had accurate results with replacement strips. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 294943) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.